Event description:
The olympus representative reported (on behalf of the customer) that the image disappeared when the bending part of the video connector was tilted while using the endoeye flex deflectable videoscope. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection it was found that due to a cut on charged coupled device cable, the monitor showed a black screen with no image, and because the electrical contact of video plug section was shaved, the screen turns black with no image. In both instances, the image may return to normal at times. Additional findings include the following: the adhesive on bending section cover had a chip, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the right/left plate had a scratch, the forceps elevator lever (sp) had a scratch, the angulation lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the switch 1 had a scratch, the video connector case had a scratch, the video connector had a scratch, and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loss of image upon angulation issue could not be determined, however, it is likely that the issue was the result of a damaged image sensor unit cable and video section plug due to repetitive use stress, user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.